Event description:
The facility sent an infusion pump in which failure code 812:02 occurred. It was not known if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was available.